Manufacturer narrative:
Concomitant medical products: tissue valve implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery longevity. It was also reported that right ventricular (rv) lead exhibited fluctuating thresholds. The rv lead was recently programmed to have higher outputs. The ipg and rv lead both remain in use. No patient complications have been reported as a result of this event.